Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and inappropriate mode switching was observed on the atrial lead. The lead was explanted and replaced. The patient was stable, not dependent and experienced no adverse effects.

Manufacturer narrative:
The reported event of lead sensing noise issue was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.